Event description:
A pt meter was giving inaccurate erratic readings and they were taken to the emergency room one night. Medical affairs specialist spoke with the pt and they provided additional info. All day pt was getting "results in the 300s-400s". They were thought that they had "caught a bug" and so the blood glucose was high. They did not have any symptoms all day. Pt also kept taking their sliding scale insulin (humalog) based on the readings on the meter all day long. Around 10 pm that night, they visited family member. They tested on their meter while they were there and got a result of "200 something". Pt took 2 units of humalog based on that reading. They then started "feeling a little low." Pt sat down in a chair and family member gave them "a soda and a piece of cake." A few minutes later, they passed out. Family member called the paramedics. The emt meter read 38 mg/dl. They could not "find pt's vein to start an IV, so they gave a shot of glucose." Pt does not remember what the e.r. Meter reading was, but does recall that they were not given any more treatment in the e.r. Pt was just kept there for ovservation for about 45 mins and then discharged. The next day pt continued using the meter and still took insulin based on the meter readings that morning. Pt called lifescan that afternoon and the customer svc rep replaced the meter and strips for them. Pt did not have any control solution to test the meter and the test strips. Pt then stated that they "goofed up by taking too much insulin due to high readings on the meter." This case is being reported because the customer took their insulin based on the high readings on the meter and as a result, passed out and was treated by the paramedics.